Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 ¿ device decentered/dislocated all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The za9003 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, due to iol displacement - iol/capsule subluxated and was unstable, thus the iol was explanted in a secondary surgical procedure and replaced with an ar40e 21.5 iol. There was no incision enlargement, no suture(s), and no vitrectomy during the lens exchange procedure. There was no product quality issue that contributed to the iol explant decision. Patient prognosis post lens exchange was reported as fully recovered. The iol directions for use were followed. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.